Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose. The high blood glucose level was 400 mg/dl. Customer¿s low blood glucose value was 40 mg/dl. Customer treated with insulin pump and manual injection for high blood glucose. Customer treated with juice and food for low blood glucose. Customer also complained for change sensor. The customer decline troubleshooting for high and low blood glucose. The insulin pump will not return for the analysis. Sensor (mds) mmt-7020a.